Event description:
Home pt reported pain in her shoulder, similar to excess air, while performing automated peritoneal dialysis therapy with the homechoice set. According to the health care professional, the pain was due to air getting into the pt from the pt line. Health care pt states that there was no device failure or malfunction identified. Health care professional also states there was no pt injury or med intervention as a result of this incident.